Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he jumped into the pool while wearing his insulin pump and the device alarmed unexpected restart error and button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was not recurring during normal insulin pump use. The customer also mentioned that the act button became unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces, alarmed motor error during the basic occlusion test due to faulty force sensor resistor and moisture damage was found on the electronics assembly noted. No button error alarm during testing. However, the insulin pump passed displacement test, self-test and a21 error test. No a21 alarm noted. All operating currents tested within the specification range and passed off no power test. The insulin pump had severely scratched display window, cracked battery tube thread, broken reservoir tube lip and cracked case near the display window corners.